Event description:
It was reported during a pvp procedure, the customer damaged "3 fibers" and noted that "the laser is not powerful". The customer noted that the laser is considered "down" until the laser is repaired. The customer decided to use an alternative method (bipolar resection) to complete the procedure. No injury to the patient or user was reported.